Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the 'emergency' and 'on' buttons work within specification. It was noted that the upper and lower cases were broken, both bail covers were broken, the battery contacts were compressed, the battery drawer was damaged, the keyboard was scratched and out of specification, the off button was collapsed, and the serial number label was damaged. (B)(4).

Event description:
It was reported the power buttons stick. The device was returned for repair. No patient complications were reported as a result of this event.